Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and a power source alert occurred while charging the pump battery. Multiple usb cables were used. Customer left pump unplugged overnight and the next morning, battery gauge showed as fully charged. Customer's blood glucose was 155 mg/dl.